Event description:
Event: contralateral attachment system deployed prematurely. Event narrative: patient was reported to have a narrow inferior aortic bifurcation. The superior attachment system was deployed successfully. While deploying the contralateral limb, the contralateral attachment system deployed prematurely in the common iliac artery. The patient had a weak pulse on the contra side in recovery after the case, and the physician chose to bring the patient back to do the fem fem. The patient is in satisfactory condition.